Event description:
The patient reported that they had an issue once when the nurse "turned it up 10%" and gave her too much medication when they had their old pump. The pump was used to fentanyl. Intervention, symptoms or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8711, lot# j11427r25, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information later received reported that as of the date of the report the patient indicated that they did not have concerns with their device.